Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ pen needles there was an issue with a needle break during use. It was stated ¿the consumer found the needle broken during injection. CT scan have found the broken needle in the consumer's body. At present, the broken needle still retained in the consumer's body.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one open and one sealed 31g x 5mm pen needle sample and three photos were returned from lot. No. 5244312, cat. No. 320632. Visual examination of the returned samples and photos was carried out and a broken patient end of needle was observed on the opened sample, no manufacturing related issues were observed. No issues were observed with the sealed sample. Visual examination of the returned samples and photos was carried out and a broken patient end of needle was observed on the opened sample, no manufacturing related issues were observed. No issues were observed with the sealed sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no manufacturing related issues were observed on the returned samples, no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.